Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of the 20 g x 1.16 in (1.1 x 30 mm) insyte autoguard experienced needle retraction failure. The following information was provided by the customer: material no: 381434, batch no: 9016667. It was reported that the needles were slow in retracting or did not retract and had to be forcefully retracted. Event description per customer's attached email states, "today while in pit, all of the 20 g IV needles we used were delayed when retracting or they forcefully had to be retracted. I saved one of the wrappers but did not save the retracted needles. After telling the rest of staff here tonight, it happened to everyone around the ER. The lot number of the needles is 9016667."

Event description:
It was reported that an unspecified number of the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced needle retraction failure. The following information was provided by the customer: material no: 381434 batch no: 9016667. It was reported that the needles were slow in retracting or did not retract and had to be forcefully retracted. Event description per customer's attached email states, "today while in pit, all of the 20g IV needles we used were delayed when retracting or they forcefully had to be retracted. I saved one of the wrappers but did not save the retracted needles. After telling the rest of staff here tonight, it happened to everyone around the ER. The lot number of the needles is 9016667."

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.